Manufacturer narrative:
(B)(4).

Event description:
A confirmed catheter fracture was reported. The pump contained dilaudid and prialt. Additional information has been requested, but was not available as of the date of this report.